Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 28-oct-2015. The most recent information was received on 29-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain"), uterine perforation ("perforation (uterus)"), vaginal discharge ("abnormal vaginal discharge"), abdominal pain lower ("severe cramping / cramping") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 2005 to 2007. Past adverse reactions to the above products included adverse event with iud. Concurrent conditions included blisters, uti, bronchitis, swelling face and vomiting. Concomitant products included ibuprofen (motrin), marvelon (cyclessa), paracetamol (tylenol) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On 1-nov-2008, 2 months 18 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), baseball size blood clots"), menorrhagia ("abnormal bleeding (menorrhagia)") and the first episode of menstruation irregular ("irregular menses "). On (B)(6) 2009, the patient experienced dyspareunia ("can't have sex it hurts too bad / pain during intercourse"), the first episode of fatigue ("fatigue (feeling tired constantly, severe fatigue during period due to severe blood loss)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In 2009, the patient experienced migraine ("very bad migraines"), the first episode of anaemia ("anemia"), mood swings ("mood swings"), dysgeusia ("metallic taste in mouth") and headache ("headaches"). On (B)(6) 2010, the patient experienced vaginal discharge (seriousness criteria medically significant and intervention required). In 2010, the patient experienced abdominal distension ("bloating"), depression ("psychological or psychiatric problems condition:depression"), nausea ("nausea") and abdominal discomfort ("upset stomach"). In 2011, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), the second episode of menstruation irregular ("irregular periods"), weight increased ("gaining weight"), loss of libido ("no interest in sex anymore / inability to have sexual intercourse"), the first episode of tooth disorder ("dental problems"), alopecia ("hair loss"), surgery ("post-operative recovery"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), gardnerella test positive ("gardnerella vaginalis positive"), the second episode of anaemia ("blood or heart disorder/condition: anemia"), the second episode of tooth disorder ("dental problems"), the second episode of fatigue ("fatigue"), ovarian cyst ("right ovarian cysts"), menometrorrhagia ("menometrorrhagia"), vulvovaginal discomfort ("vaginal irritation") and vulvovaginal pruritus ("vaginal itching/some redness with blisters"). The patient was treated with oxycocet (percocet), anovlar (loestrin), oral contraceptive nos, ketorolac tromethamine (toradol), ferrous sulfate (iron), naproxen sodium (aleve), ibuprofen, azo gantrisin, surgery (essure removal), surgery (diagnostic laparoscopy,laparoscopic right salpingectomy,laparoscopic left salpingostomy), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (essure removal), surgery (diagnostic laparoscopy,laparoscopic right salpingectomy,laparoscopic left salpingostomy) and surgery (removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal discharge, abdominal pain lower, dysmenorrhoea, migraine, back pain, the last episode of menstruation irregular, abdominal distension, weight increased, dyspareunia, loss of libido, alopecia, mood swings, dysgeusia, surgery, bacterial vaginosis, gardnerella test positive, female sexual dysfunction, depression, headache, the last episode of anaemia, nausea, the last episode of tooth disorder, the last episode of fatigue, ovarian cyst, vaginal haemorrhage, menorrhagia, menometrorrhagia, vulvovaginal discomfort, vulvovaginal pruritus, abdominal discomfort and urinary tract infection outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, gardnerella test positive, headache, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, surgery, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pruritus, weight increased, the first episode of anaemia, the first episode of fatigue, the first episode of menstruation irregular, the first episode of tooth disorder, the second episode of anaemia, the second episode of fatigue, the second episode of menstruation irregular and the second episode of tooth disorder to be related to essure. The reporter commented: patient sought medical attention for her symptoms. All injuries decreased and/or resolved 1 to 3 months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2011, ultrasound of the pelvis with transvaginal imaging was performed and shows the essure coil placed within the endometrial cavity extending towards the region of the fallopian tubes. Impression : complex echogenic pattern of the endometrium which may represent debris and/or accompanying edematous change 1 cm in thickness with the essure coil in satisfactory position and there is a 2 cm right ovarian cyst and small amount of free fluid in cul-de-sac. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal irritation, itching and discharge, loss of libido, dyspareunia, nausea, weight gain, dysrnenorrhea. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet was received and the following information was provided: upset stomach, irregular menses, pelvic inflammatory disease and uti were added as event; events onset date provided; abnormal bleeding (vaginal) was updated to abnormal bleeding (vaginal), baseball size blood clots; hormonal changes was updated to mood swings; treatment drugs added; event outcome provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2285) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blisters, uti, bronchitis, swelling face and vomiting. Concomitant products included anovlar (loestrin), ibuprofen (motrin), marvelon (cyclessa), oxycocet (percocet), paracetamol (tylenol) and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("very bad migraines"), back pain ("back pain"), menstruation irregular ("irregular periods"), abdominal pain lower ("severe cramping / cramping"), abdominal distension ("bloating"), weight increased ("gaining weight"), dyspareunia ("can't have sex it hurts too bad / pain during intercourse"), loss of libido ("no interest in sex anymore / inability to have sexual intercourse"), vaginal discharge ("abnormal vaginal discharge"), the first episode of anaemia ("anemia"), the first episode of tooth disorder ("dental problems"), the first episode of fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), dysgeusia ("metallic taste in mouth"), surgery ("post-operative recovery"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), gardnerella test positive ("gardnerella vaginalis positive"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), depression ("psychological or psychiatric problems condition:depression"), headache ("headaches"), the second episode of anaemia ("blood or heart disorder/condition: anemia"), nausea ("nausea"), the second episode of tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menometrorrhagia ("menometrorrhagia"), vulvovaginal discomfort ("vaginal irritation") and vulvovaginal pruritus ("vaginal itching/some redness with blisters"). The patient was treated with surgery (underwent a right salpingectomy to remove both essure coils) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, migraine, back pain, menstruation irregular, abdominal pain lower, abdominal distension, weight increased, dyspareunia, loss of libido, vaginal discharge, alopecia, hormone level abnormal, dysgeusia, surgery, bacterial vaginosis, gardnerella test positive, female sexual dysfunction, depression, headache, the last episode of anaemia, nausea, the last episode of tooth disorder, dysmenorrhoea, the last episode of fatigue, ovarian cyst, vaginal haemorrhage, menorrhagia, menometrorrhagia, vulvovaginal discomfort and vulvovaginal pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, gardnerella test positive, headache, hormone level abnormal, loss of libido, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, surgery, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, vulvovaginal pruritus, weight increased, the first episode of anaemia, the first episode of fatigue, the first episode of tooth disorder, the second episode of anaemia, the second episode of fatigue and the second episode of tooth disorder to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2011, ultrasound of the pelvis with transvaginal imaging was performed and shows the essure coil placed within the endometrial cavity extending towards the region of the fallopian tubes. Impression : complex echogenic pattern of the endometrium which may represent debris and/or accompanying edematous change 1 cm in thickness with the essure coil in satisfactory position and there is a 2 cm right ovarian cyst and small amount of free fluid in cul-de-sac concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal irritation, itching and discharge, loss of libido, dyspareunia, nausea, weight gain, dysrnenorrhea quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: bacterial vaginosis, gardnerella test positive, female sexual dysfunction, depression, headache, anaemia, nausea, tooth disorder, dysmenorrhoea, fatigue, uterine perforation, ovarian cyst, vaginal haemorrhage, menorrhagia, menometrorrhagia, vulvovaginal discomfort, vulvovaginal pruritus were added. Reporter, patient demographic information updated. Concomitant products added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only on (B)(6) 2018: medical records was received- all relevant medical history, concurrent condition, concomitant medication were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-2285) on 28-oct-2015. The most recent information was received on 05-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("very bad migraines"), back pain ("back pain"), menstruation irregular ("irregular periods"), abdominal pain lower ("severe cramping / cramping"), abdominal distension ("bloating"), weight increased ("gaining weight"), dyspareunia ("can't have sex it hurts too bad / pain during intercourse"), loss of libido ("no interest in sex anymore / inability to have sexual intercourse"), vaginal discharge ("abnormal vaginal discharge"), anaemia ("anemia"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), dysgeusia ("metallic taste in mouth") and procedural pain ("post-operative recovery"). The patient was treated with surgery (underwent a right salpingectomy to remove both essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, back pain, menstruation irregular, abdominal pain lower, abdominal distension, weight increased, dyspareunia, loss of libido, vaginal discharge, anaemia, tooth disorder, fatigue, alopecia, hormone level abnormal, dysgeusia and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, back pain, dysgeusia, dyspareunia, fatigue, hormone level abnormal, loss of libido, menstruation irregular, migraine, pelvic pain, procedural pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-sep-2017: lawyer was added as reporter from legal claims, event "abnormal vaginal discharge, anemia, dental problems, fatigue, hair loss, hormonal changes, metallic taste in mouth, post-operative recovery, pelvic pain " were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.